Event description:
Threshold increase and loss of capture a week post-implant were reported. An x-ray showed lead dislodgement, and a perforation was confirmed at surgery. The lead was replaced with an epicardial lead. No further patient complications were reported as a result of this event.